Manufacturer narrative:
The affected pk papyrus stent system was not returned and could therefore not be subjected to a technical investigation. The provided clinical information and the production documentation were reviewed to establish whether a device deficiency contributed to this event. The provided angiographic films show the dislodged stent in the lm to the proximal lcx at the distal end of the guiding catheter. The actual complaint event is not visible. The angiographic material does not contain further relevant information regarding the root cause of the complaint. A potential stent cover damage could not be confirmed. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in process and final inspection. Based on the provided documentation and the conducted review, no manufacturing-related root cause could be identified. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.

Event description:
During an elective ptca of the rcx, a vessel perforation occurred. An attempt to seal the perforation with the pk papyrus covered stent (complaint device) failed, as the stent could not be positioned properly. While withdrawal into the guiding catheter, the membrane got detached from the stent and remained in the lca. Eventually, the membrane was successfully removed with a snare. The patient died as a result of the perforation. In the opinion of the cardiologist, there is no direct connection between the loss of the stent membrane and the fatal outcome, as the membrane could be completely recovered.

Event description:
During an elective ptca of the rcx, a vessel perforation occurred. An attempt to seal the perforation with the pk papyrus covered stent (complaint device) failed, as the stent could not be positioned properly. While withdrawal into the guiding catheter, the membrane got detached from the stent and remained in the lca. Eventually, the membrane was successfully removed with a snare. The patient died as a result of the perforation. In the opinion of the cardiologist, there is no direct connection between the loss of the stent membrane and the fatal outcome, as the membrane could be completely recovered.